Manufacturer narrative:
Findings: no button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 93 mg/dl. The customer stated the buttons would not respond. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.